Manufacturer narrative:
A ge service rep performed an onsite investigation. The pin in the lemo receptacle was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of frame synchronization resulting in a line through the image. The resulting image quality was unusable. No pt death or serious injury was reported related to this event.